Event description:
During a cysto procedure, a small piece of plastic 2x2 mm across, broke off from the resectoscope end into the pt's bladder. Bladder was irrigated, but nothing was found.

Manufacturer narrative:
According to information received from the facility, there was no pt injury and no foreign material left inside the pt. No repeat procedure was required. The facility is holding the product until mid may when they will return it to gyrus acmi. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.